Event description:
During the procedure a binding of the protege catheter on the .035 wire occurred. The binding of the catheter caused the stent to be deployed earlier than was expected. The stent was fully deployed but missed the mark. Consequently a second stent was deployed.

Manufacturer narrative:
Please reference MDR 2183870-2009-00032 for second protege gps stent used in this procedure.